Event description:
Postoperatively, the crystalens became decentered in the eye. Intervention was performed in order to perform a vitrectomy and a lens exchange. A standard 3-piece iol was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.